Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. As a proactive measure, flashed the ram, formatted hard drive, reloaded software, cal files and formatted cine drive. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system lost or had missing cine runs following a situation where the system became unplugged during a case. There was no report of pt injury.